Manufacturer narrative:
E1 reporter phone number - (B)(6).

Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that during preventative maintenance (pm), it was observed that the device's fan is defective. There was no patient involvement at the time the issue was discovered. The fse replaced the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.